Event description:
Clinicians had successfully converted the heart rhythm of a patient using non-zoll electrodes. The nurse proceeded to remove the electrodes from the patient and the device reportedly appeared to experience an unintended delivery or energy to the patient, as the patient's body physicially reacted as if they had been defibrillated. The complianant reported that the device has not been re-charged for a second defibrillation, nor was a "charge ready" tone heard from the device. There was no adverse effect to the patient due to the reported malfunction. The device was forwarded to the facility biomedical engineering department. A thorough evaluation of the device was performed and the reported problem could not be reproduced and the device performed according to specification.